Event description:
The reporter stated the surgeon was attempting to use a 14.5 diopter cc4204a collamer single piece lens. The injector broke, it made it difficult to advance the lens in the injector. The lens was not inserted into the patient's eye, but it did have patient contact. The reporter did not know why the injector broke.

Manufacturer narrative:
(B)(4).